Event description:
The customer contacted beckman coulter (bec) stating that there was a leak of blue fluid/clenz from the coulter lh 750 hematology analyzer and onto the counter. The volume of the leak was 5 ml. The operator was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) /2013. The fse inspected the instrument and found the leak at the vent port of the needle cartridge. The fse repaired the tubing leak at the vent port of the needle cartridge. Per the fse, the leak was internal. Failure mode was attributed to the tubing on the vent port of the piercing needle. Beckman internal identifier number for this report is (B)(4).